Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A customer informed technical support specialist (tss) that don¿t have access. So, tss informed the customer that if there was no cycle count access, the user could not return an item and would need to wait for the don/adon or check with the pharmacy for the return workflow. The customer acknowledged. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, required cycle count training. Customer required training how to return the medication which was wrongly issued. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.